Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges the valve port was broken. Alleged issue reported as found during inspection/functional testing prior to patient use. Customer submitted photos with the complaint for review. There was not report of patient harm or delay in therapy.

Manufacturer narrative:
(B)(4). Initial reporter name and address corrected. Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges the valve port was broken. Alleged issue reported as found during inspection/functional testing prior to patient use. Customer submitted photos with the complaint for review. There was not report of patient harm or delay in therapy.